Event description:
Infant found with low blood sugar. Upon assessment of the peripheral intravenous (piv) line, it was found that IV pump was not running. IV pump was not running and turned back on. An hour later, IV pump latch barely touched, IV pump turned off.